Event description:
Reportedly, the patient was scheduled for a pgr + pocket revision today ((B)(6) 2022)). The pocket was suspect for infection so we did not proceed with the procedure. The pocket was opened, swabbed and closed. The series of events was as follows: 1. Pre-operatively programmed pacemaker from dddr 60 to doo 70 (pacemaker dependent). 2. Post-operatively programmed to "first interrogated" settings and message popped up about the mv sensor needing to run a lead impedance test. Selected ok and patient went asystolic with no pacing through the device. Transcutaneous pacing was started until we could reprogram back to doo through the programmer. I cannot remember clearly, as we were trying to program quickly, but the v lead may have switched to unipolar pace or sense. I'm not entirely sure which one, but when we programmed back to doo we had to program whichever one switched back to bipolar. 3. Testing of the leads were done and all parameters (impedance, sensing, threshold) were stable with pre-operative testing measurements. 4. Reprogrammed the mode to ddd and then reprogrammed to dddr instead of loading "first interrogated" settings. This time, when the mv sensor messaged popped up, "no" was selected. Pacing stopped again and we resumed transcutaneous pacing until reprogramming could be done. This time, the rv lead pace/sense (again, can't remember which one) was highlighted yellow to "unipolar" but didn't flip? We reprogrammed ddd or doo to resume pacing through the device. 5. Left pacemaker programmed ddd with rate response disabled. Increased rv output and rv lead made less sensitive.

Event description:
Reportedly, the patient was scheduled for a pgr + pocket revision today on (B)(6) 2022). The pocket was suspect for infection so we did not proceed with the procedure. The pocket was opened, swabbed and closed. The series of events was as follows: 1. Pre-operatively programmed pacemaker from dddr 60 to doo 70 (pacemaker dependent). 2. Post-operatively programmed to "first interrogated" settings and message popped up about the mv sensor needing to run a lead impedance test. Selected ok and patient went asystolic with no pacing through the device. Transcutaneous pacing was started until we could reprogram back to doo through the programmer. I cannot remember clearly, as we were trying to program quickly, but the v lead may have switched to unipolar pace or sense. I'm not entirely sure which one, but when we programmed back to doo we had to program whichever one switched back to bipolar. 3. Testing of the leads were done and all parameters (impedance, sensing, threshold) were stable with pre-operative testing measurements. 4. Reprogrammed the mode to ddd and then reprogrammed to dddr instead of loading "first interrogated" settings. This time, when the mv sensor messaged popped up, "no" was selected. Pacing stopped again and we resumed transcutaneous pacing until reprogramming could be done. This time, the rv lead pace/sense (again, can't remember which one) was highlighted yellow to "unipolar" but didn't flip? We reprogrammed ddd or doo to resume pacing through the device. 5. Left pacemaker programmed ddd with rate response disabled. Increased rv output and rv lead made less sensitive.

Manufacturer narrative:
(1) some corrections with respect to the initial MDR have been made (in sections d5; d10 and h6).